Manufacturer narrative:
Event summary: the patient data files showed nine applications were performed with catheter 2af284/88584-37 without any issue. A clinical issue was encountered during cryo ablation procedure the patient's blood pressure declined, and cardiac tamponade occurred. The balloon catheter 2af284/88584-37 was not returned for investigation. In conclusion, a clinical issue (hypotension and cardiac tamponade) was encountered during procedure. There is no indication of product malfunction. The balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018: additional incoming information indicated that the patient's hospitalization stay was extended by one day and after the drainage was performed, a small amount of protamine was administered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, upon ablating the left superior pulmonary vein (lspv), blood pressure declined. Cardiac tamponade was then observed on the echocardiogram. It was noted that the sheath and mapping catheter were manipulated multiple times during the procedure. The case was completed with cryo, and a pericardiocentesis was performed for drainage. No further patient complications have been reported as a result of this event.